Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 03:09 pm CT. The report number is being corrected from: 2124215-2018-62690 to: 2124215-2018-61856.

Event description:
It was noted that the right ventricular (rv) lead fracture that was reported previously was suspected, but was not confirmed. The chronic system was abandoned and replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had fractured. High, out-of-range impedance measurements and intermittent loss of capture was noted in bipolar configuration. The lead was surgically abandoned and replaced. No adverse patient effects were reported.